Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse involved in previous incident in which she was sprayed with chemotherapy, was showing a colleague what happened with her event she took a new package of primary tubing from the clean supply room and opened it to demonstrate her actions again, the tubing disconnected it appears as though this tubing comes disconnected very easily."

Event description:
It was reported that the rn took the tubing out of the package to demonstrate to another rn how the set separated on a previous event, as the rn stretched the tubing the set disconnected from the silicone segment. There was no patient involvement. Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "nurse involved in previous incident in which she was sprayed with chemotherapy, was showing a colleague what happened with her event. She took a new package of primary tubing from the clean supply room and opened it to demonstrate her actions. Again, the tubing disconnected it appears as though this tubing comes disconnected very easily".

Manufacturer narrative:
Correction on follow-up (2) h.10: disregard statement "the cause of the leak was due to the separation."

Event description:
It was reported that the rn took the tubing out of the package to demonstrate to another rn how the set separated on a previous event, as the rn stretched the tubing the set disconnected from the silicone segment. There was no patient involvement. Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "nurse involved in previous incident in which she was sprayed with chemotherapy, was showing a colleague what happened with her event. She took a new package of primary tubing from the clean supply room and opened it to demonstrate her actions. Again, the tubing disconnected it appears as though this tubing comes disconnected very easily".

Manufacturer narrative:
Additional information provided: d.10. The customer¿s report that the set disconnected from the silicone segment was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the retainer ring on the engagement of the silicone segment to the upper fitment component was not present and the lower fitment component was deformed due to one side being slightly lifted and the release lever slightly angled towards the opposite lifted side. Examination under magnification of the silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). Slight tugging of the rest of the set¿s engagements observed no separation. The cause of the leak was due to the separation. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. There was no patient involvement.

Event description:
It was reported that the rn took the tubing out of the package to demonstrate to another rn how the set separated on a previous event, as the rn stretched the tubing the set disconnected from the silicone segment . There was no patient involvement .